Manufacturer narrative:
Continuation of d10: product ID: 978a128, lot# va29d97, implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that prior to receiving the new implant the therapy with rechargeable implant on the left side wasn't working at all. Patient said that had back surgery in (B)(6) of last year and said that the doctor was aware of the issue and told patient to turn the therapy off for the surgery. When the patient turned the therapy back on afterwards the therapy was not working like it was before so the patient made adjustments however that wasn't helping.. In (B)(6) they had an appointment with the healthcare provider (hcp) and the manufacturing representative (rep) who adjusted the setting to where it was comfortable and that took care of the pain from recharging implant. Patient said that in (B)(6) they started having problems again with bladder was having to pee every two hours. Patient had an appointment in (B)(6) and asked if they could do an x-ray. An x-ray was performed and patient had exploratory surgery and it was determined that the back surgeon had broke the lead. Patient said that their bladder surgeon tried to cut out what they could of the lead based on all the surrounding tissue, however was told that another surgery will be needed to retrieve the complete lead. Stimulation was turned off on the left side and then in (B)(6) the patient received a new implanted system on the right side. Redirected patient to managing physician. The patient has an appointment on (B)(6) 2023.